Manufacturer narrative:
Batch review performed on 07-nov-2022: lot 2119452: (B)(4) items manufactured and released on 30-mar-2022. Expiration date: 2027-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised successfully the head.